Event description:
Customer reported that a pt sample containing anti-e did not react with 0.8% pooled screening cells lot 8p190. The customer stated this occurred in 10/2005, a specific date was not provided to ocd. No death or serious injury is associated with this event.